Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us and all information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/63 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "avoiding inappropriate therapy of single-lead implantable cardioverter-defibrillator by using atrial-sensing electrodes." Journal of cardiovascular electrophysiology 29 (12): 1682-1689. Doi: 10.1111/jce.13736. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (icds). The authors explained there was a patient that received inappropriate anti-tachycardia pacing therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The rvr was in the ventricular tachycardia (vt) zone and the patient was asymptomatic. There was a patient that received an inappropriate shock and inappropriate atp for af with rvr. The rvr was in the ventricular fibrillation (vf) zone and the patient was under cardiac decompensation. Additionally, two patients developed a pocket infection. The ICD systems were removed and replaced. The status/disposition of the icds is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.